Event description:
The pt's mother reported that one of two of her son's surestep meters prompted er1 after a blood test prior to dinner. She removed the test strip and placed in the other meter and was given a blood glucose result of 487 mg/dl. She compared the confirmation dot with the color chart and noted the color to be darker than the 350 mg/dl level. She increased his regular insulin to compensate. She tested him 2.5 hours later and his blood glucose was in the "200's."